Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information received, ¿the up rod would not slide onto the ankle clamp correctly. It scratched the metal and felt very tight, getting stuck at the very distal end of the ankle clamp. Scratches appeared on the inner metal work of the up rod. Please see images.¿ the product was not returned to medtech orthopaedics; however, photos were provided for review. See attachment ¿(B)(4) - damaged new attune instrument¿. Review of the photographic evidence revealed that the inertial surface of the attune em tibial dist uprod presents signs of scratching. However, no evidence was provided to indicate that the instrument was jammed; additionally, functionality issues cannot be assessed through photo investigation. The observed condition of the device was consistent with a random component failure, potentially caused by exposure to unintended forces such as heavy usage or misaligned assembly/disassembly with its mating instrument. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune em tibial dist uprod would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The up rod would not slide onto the ankle clamp correctly. It scratched the metal and felt very tight, getting stuck at the very distal end of the ankle clamp. Scratches appeared on the inner metal work of the up rod. There was a five minute surgical delay.